Event description:
End tidal monitor was utilized during a code event. The zoll end tidal adaptor was switched out 3 times due to not working/reading zero. Briefly had a readout but was lost again. Had to utilize a breath actuated end tidal to verify tube placement once intubated.